Manufacturer narrative:
Insulin pump passed the displacement test. Device received with motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform prime test, excessive no delivery test and occlusion test or verify no excessive no delivery alarm due to motor error alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump had motor error. The customer¿s blood glucose level was 300 mg/dl. Customer reported the drive support cap appears normal. Customer was unable to complete pump rewind. The customer was advised to discontinue the use of insulin pump and revert to back up plan. The device will be returned for analysis.